Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was further reported that the patient was still having issues with recharging. It was noted that the patient had had these issues since they were implanted with the implantable neurostimulator (ins). It was noted that the patient still could not get their ins to recharge. It was noted that the patient wanted someone to ¿do something about this device¿ or the patient needed to get it taken out. It was noted that at the time of the report the device was not doing anything for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to get her implantable neurostimulator (ins) to start charging. The patient had been trying for 4 hours. It had ¿been awhile¿ since the last time the patient charged the ins. The recharger was showing the ¿reposition antenna¿ screen after pushing the start charge button. Use of the antenna locate feature resulted in a power on reset (por) which lead to the normal recharging screen. There were no coupling bars, and a coupling problem was noted. The patient usually had between 2 and 4 coupling bars. The dial was in the north and south position and the antenna was directly on the skin with the belt on. The patient was in her office, but the ins ¿does not charge well¿ near the computer, so the patient relocated to the kitchen, but was still unable to get any coupling bars. The patient had always had a hard time charging. The healthcare provider (hcp) said that the implant "might be a little deep.¿ the patient was experiencing inflammation in her back, which was confirmed to not have been caused by the device. The patient¿s inflammation was easily irritated and the patient took anti-inflammatory medications. The patient had recently changed medications due to a rash. The patient had not recharged in a while because they were having issues with their inflammation. It was later reported that the patient had trouble recharging since implant. An ins overdischarge was suspected. The hcp told the patient that her ins "may be implanted too deep.¿ the patient could not communicate with the ins with the antenna locate feature. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.